Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The investigation is currently underway.

Event description:
It was reported that the pta balloon detached from the catheter after being used to treat a stenosis within a forearm loop graft. Reportedly, the stenosis was successfully effaced after one inflation at 25 atm and upon retracting, the balloon could not be completely pulled back into the sheath. After multiple attempts, the balloon catheter and sheath were removed together as one unit; however, the balloon detached as the sheath was removed and partially remained within the access vessel. A surgical clamp was used to remove the balloon. There was no report of injury to the pt.